Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, it was observed hair/fiber on implant which is related to the reported complaint. According to the current risk documents the event of "hair/fiber on implant" is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with hair/fiber on implant will continue to be monitored and corrective actions taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "there are two small pieces of debris within the shell". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for return: fibers on implant.

Event description:
Healthcare professional reported "there are two small pieces of debris within the shell". Device was not implanted.

Event description:
Healthcare professional reported "there are two small pieces of debris within the shell". Device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: observed like brown hairs, size: around 5cm. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified: device assessed as intact and functional. Also observed on additional analysis observed two brown hairs, size: around 5cm and 2cm, is not consider as workmanship due to the device was not received in the original sealed packaging. Based on the device analysis the final assessment is: device assessed as intact and functional. Two brown hairs, is not considered as workmanship due to the device was not received in the original sealed packaging.